Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were intermittently unresponsive, delayed and required multiple presses to elicit a response. The patient indicated that the rubber keypad was peeling near the display. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was peeling at the down button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok keypad button. Evaluation revealed that there was evidence of keypad contamination found under all of the key contacts.